Event description:
It was reported that the patient and parents experienced repeated pump errors during first-day training, including software runtime, state, and algorithm data parity check alarms, leading the clinical support specialist to provide an out-of-box replacement and arrange shipment of a compatible pump case. Symptoms included no reported injury or glycemic symptoms. Outcomes included temporary interruption of intended therapy and the need for device replacement. Investigation included review of the reported alarms and device history, consultation with clinical support, and planning for return and evaluation of the original pump. Investigation of this case revealed recurrent malfunction alarms consistent with a device software or control fault, with the pump assembly and software as the implicated components. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive pending device analysis. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.